Event description:
Reporter contacted animas on (B)(6) 2012 alleging tactile issue with the down and ok button. Patient mentioned that the up button is the worst. The reporter mentioned that they had to press the buttons may times before the buttons responded. All buttons must be press multiple times before responding. Reporter denied any cracks or tears in the keypad. There was no trauma to pump or evidence of moisture in the pump. The product was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up and down keypad buttons were intermittently unresponsive and the ok and contrast button responded appropriately. There was evidence of keypad contamination found under the up and down arrow key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.